Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: a review of the black box indicated data from (B)(6) 2016 to (B)(6) 2016. The black box data did not show any evidence of short battery life. The battery compartment was cracked in multiple areas and the battery compartment threads were stripped. The pump intermittently powered on with both the returned battery cap and the test battery cap. Current draws were within specifications. The pump casing was removed and no internal defects were found. The complaint of a battery life issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display as dim and discolored and the pump casing was cracked between the corner of the lens and the case seal. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. Reportedly the pump had a short battery life issue and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.